Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected as the consumer does not want the surgeon contacted. (B)(4)

Event description:
A consumer reported blurry vision at distance and near after cataract surgery with an intraocular lens (iol) implant. Reading is not an option and she feels she could see better before surgery. No further information is expected as the consumer does not want the surgeon contacted. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the iol was exchanged for a different lens model.

Manufacturer narrative:
(B)(4).